Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter displayed an "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages her diabetes with insulin pump therapy (type not specified). It is not known if the patient made changes to her usual diabetes management routine. An hour prior to the alleged issue, the reporter claims the patient woke up feeling symptoms of "not well", nausea, ache and thirsty. The patient was administered insulin (type/ amount not specified) through the insulin pump as treatment. The reporter denied the patient tested on another device. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient received inappropriate treatment due to the alleged issue. However, this complaint is being reported because the alleged "error 1" message remained unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing and no faults were found. The primary complaint was not confirmed, the meter was found to function properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.